Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 26.2 cm. An external abrasion breaching the optim sheath was noted 20.7 to 23.5 cm from the connector pin consistent with friction to the device can. The silicone insulation was found intact.

Event description:
This report is to advise of an event observed during analysis.